Event description:
Portion of instrument (vares cannula) broke off during surgery and found on x-ray on clinic followup 8/23. Pt asked by surgeon to return at which time pt was taken to o.r. And left knee was scoped and foriegn body (portion of vares cannula) was removed. Entire cannula sent to risk management (2 pieces).